Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The hub separated from the catheter. The customer anecdotally mentioned that this problem has occurred three other times in the recent past but did not confirm specific sizes, part numbers or dates. A section of the device did not remain inside the patient¿s body. The patient did require an additional tube placement procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.